Event description:
Mandatory user facility medwatch report received from the customer. The report stated, "110ml bag hung at 0330 was depleted by 70ml within an hour. Pt experienced decrease in blood pressure. Pump was difficult to turn to run or clear." The customer was contacted for further info. At 0330, channel a was programmed to deliver an unspecified concentration of fentanyl at a rate of 20 ml/hr. The pt was also receiving unspecified concentrations of propofol and nitroglycerin using channels b and c. At 0430, the nurse noted the pt's blood pressure to be decreased to "80's systolic". The pt's blood pressure "stabilized quickly" after the nurse decreased the fentanyl and propofol infusions and "adjusted" the nitroglycerine infusion "to compensate". The pump was removed from clinical service and the infusions continued using a replacement pump. There was no reported adverse pt sequelae. Though requested, no further info was available.